Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited a sudden increase in threshold. An x-ray was performed and although there was not a noticeable change in the lead position, a micro dislodgement was suspected. The lead was explanted and replaced with an active fixation longer lead. No patient complications have been reported as a result of this event.